Event description:
The customer reported that the system failed to complete the boot sequence and exhibited a non-recoverable loss of functionality. No pt serious injury there was no pt or death reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface pcb was evaluated and replaced. The associated configuration files were reloaded as part of the service event. The system was tested and found to be working as intended and put back into service.